Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a yeast infection under the front therapy electrode. The irritation was open and seeping. The patient's nurse initially advised the patient to use a cream on the wound. After the cream that the nurse recommended did not improve the condition of the irritation, the patient's doctor prescribed a different cream. The current medical outcome of the yeast infection is unknown.